Event description:
Original equipment manufacturer (OEM) philips provided field corrective action (B)(4) to (B)(6) via email on (B)(6) 2026. Fco was dated (B)(6) 2025 and affects 14 different serial numbers at multiple hospitals at the health system. Fco states ups integral to azurion and allura cath lab systems may fail and only remediation is to bypass the ups. Function of ups is to support controlled shut down of pc controlling cath lab system in the event of main power failure. By bypassing the ups, the system will no longer be protected from main power interruption and per fco may cause harm even death to the patient. (B)(6) submitted a formal complaint to philips detailing the removal of safety mechanisms from the system without an appropriate replacement of that safety mechanism does not ensure the device functions the same way as approved by FDA. By submitting this medwatch, we request FDA to review this field corrective action from 2 avenues. Determine why it took six months from publishing to delivering of the fco to the organization? And require philips to find alternative action plan to mitigate the identified risk that does not introduce additional risk to the patients. Pt code: 4582. Device code: 1420. Reference reports: mw5183850, mw5183851, mw5183852, mw5183853, mw5183854, mw5183856, mw5183857, mw5183858, mw5183859, mw5183860, mw5183861, mw5183862, mw5183863.